Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Section h1 has been corrected to reflect the information reported in b2 and "malfunction" was accuratley checked in section h1. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The sections b1, b2, h1, h6 have been corrected in this report as follows: the manufacturer submitted the report initially with incorrect b5 verbiage, it should be reported as; the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging that the device blows out too much air in the face," has been experiencing asthma with associated cough, and "device has been making a pink slime and has particles around it that related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. Section b1 was corrected for adverse event and product problem. (Only the product problem was checked in the previous report.) . Section b2 was corrected to other serious or important medical events. (Previously, it was blank.) . Section h1 was changed from malfunction to serious injury. Section h6 health effects: clinical codes was updated. Section h6 health effects - impact code was corrected.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.